Event description:
It was reported that the customer had a blood glucose level of 576 mg/dl. The customer expressed the following symptoms: dizziness, nausea, and an inability to walk. The customer stated she noticed that her basal rates had been zeroed out for the night time, so she adjusted those settings. Standard troubleshooting was performed. The insulin pump functioned according to design. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).